Manufacturer narrative:
Unit received unable to perform the displacement test due to complete broken reservoir tube lip, missing reservoir tube o-ring and broken battery tube threads noted. The p-cap not locks into the reservoir compartment properly due to completely broken reservoir tube lip noted.

Event description:
Customer reported via phone call that the insulin pump pieces broke off from battery compartment. Customer's blood glucose value was unknown. Troubleshooting was performed. The device will be returned for analysis.